Event description:
It was reported that pump displayed malfunction code after pump was dropped. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset information, and successfully reset pump, after which malfunction did not recur, and customer was instructed to continue using pump and to call back if problem returned.